Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer performed a correction injection via manual daily injection (mdi) and did not require assistance beyond normal support from a third party. Technical support advised the customer on several troubleshooting steps, including adjustments to the tubing and cartridge. Despite these efforts, the occlusion alarm persisted due to a blockage in the cartridge, which showed visible damage. The customer replaced the necessary supplies and resumed insulin therapy.